Manufacturer narrative:
Continuation of d10: product ID: hh90t02, lot#serial#: (B)(6), product type: mobile platform, product ID: a820, lot#serial#: unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device to an implantable pump infusing hydromorphone and bupivacaine for non-malignant pain. It was reported that the patient was getting service code 338 when they were trying to deliver a bolus and they had to restart the whole thing. The patient stated the handset was draining since 3 days ago but they did some type of update and the handset is holding a charge now. The patient stated they missed a bolus the night before last night because the device took a long time to connect. The patient stated they were in a lot of pain and had trouble concentrating. The patient mentioned they had the pump refilled today. The patient stated they get 3 boluses per day. The patient stated they were getting service code 353. The patient was assisted with clearing the data, closing out all apps, and deactivating the tutorial screen. The patient was able to connect to the pump. The troubleshooting steps that were taken on the call resolved the issue. The patient called back six days later and repeated the above information. The patient stated the handset was sucking battery and they had to jump through hoops to connect to the pump. The patient stated they saw anti-virus running message. The patient stated they saw three messages that said something is running in the background two weeks ago and they cleared all of them and since then the handset does not work the same. The patient stated even after they were assisted with clearing the data they were still having trouble with the handset. The patient confirmed that the communicator is 100% and handset is 98% charged and devices were connected. The patient called back three days later and mentioned seeing samsung notifications and that the handset battery was rapidly depleting. The patient was warm transferred to healthcareit. The patient stated they have to resync with the app for every bolus. The patient used to bolus 12x per day but is down to only 3. The patient stated they called in yesterday and "spoke with someone in tech" then ended up replacing the handset. The patient was sending back the initial handset via the fedex label provided in the box. The patient called back eight days later and repeated much of the same historical information from previous call. The patient stated that they did an MRI and following the scan he noticed "error messages" that something running in the background on the ptm and he couldn't get connected and repeatedly had to resynch. The patient mentioned that the "battery was sucked dry" and they were seeing alerts on the screen that were unrelated to the myptm app. Ptm best practices for navigating the app were reviewed with the patient and they were advised to close out of all apps after each bolus.